Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was jammed and stuck, failed to open auxiliary drawer 4.2, customer tried to recover the drawer but failed, the medication wrapper was folded over when closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the auxiliary drawer 4.2 pocket b3 had failed to open. A field service engineer walked the customer through recovering the failed pocket by prying on the lid while restoring access to the storage space. The customer successfully recovered the failed pocket and cleared the medication jam. The system functioned as intended after the customer resolved the issue.